Manufacturer narrative:
(B)(4). Date sent: 10/03/2019. Date of event: unknown. The lot was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported via journal article: title: outcomes of magnetic sphincter augmentation in patients with compromised esophageal motility. Author/s: smith c.d., waring j.p. Citation: surgical endoscopy. 2019 apr; conference: 2019 scientific session of the society of american gastrointestinal and endoscopic surgeons, sages. United states. 33 (supplement 1) : s342; doi: http://dx.doi.org/10.1007/s00464-019-06704-2. This prospective study discussed about outcomes of magnetic sphincter augmentation (msa; linx, ethicon) in patients with compromised esophageal motility. The study recommended that patients undergo objective testing regarding esophageal motor function prior to linx implantation to ensure effective esophageal motility to overcome the augmentation effect of the device. A prospectively maintained database of 278 patients undergoing linx implantation over a 7-year period was analyzed. All patients underwent esophageal motility testing as part of their preoperative work-up. Sixteen patients were identified who did not meet the above esophageal motility criteria for msa. Persistent dysphagia (n=6) developed to patients who did not meet recommended preoperative esophageal motility criteria for msa. Removal of the device was then required. In conclusion, some patients with impaired esophageal motility can be successfully managed with msa. Abnormal peristalsis and esophageal body pressure predict the worst outcome and early linx removal. Abnormal peristalsis appeared to be the best predictor of persistent post-op dysphagia.